Event description:
Anaplastic large cell lymphoma of the breast arising around mammary implant capsule: a (B)(6) report written in (B)(4) reports alcl, seroma and capsular contracture.

Manufacturer narrative:
(B)(4). The (B)(4) labeling addresses anaplastic large cell lymphoma (alcl): anaplastic large cell lymphoma. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in pts with an implant history that includes allergan's and other MFR's breast implant. You should consider the possibility of alcl when you have a pt with late onset, persistent peri-implant seroma. In some cases, pts presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your pt is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. "R of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl." For more complete and up-to-date information on FDA's analysis and review of the alcl pts with breast implants, please visit http:www.FDA.gov/medicaldevices/productsandmedicalprocedures/implantsandprosethetics/breastimplants/ucm239995.htm. The 410 labeling addresses capsular contracture: capsular contracture - pts should be advised that capsular contracture may be more common following infection, hematoma, seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision pts than in primary augmentation or reconstruction pts. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. The (B)(4) labeling addresses seroma: additional complications - after breast implant surgery, the following may occur and/or persist, with varying intensity and/or for a varying length of time: pain, hematoma/seroma, changes in nipple and breast sensation, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Manufacturer narrative:
Medwatch submitted to the FDA on 07/16/2015. Adverse event of alcl was reported previously but as there is no pathology or follow-up confirming cd30+ or alk-, the event will remain reportable as lymphoma.

Event description:
Additional information noted in article anaplastic large cell lymphoma of the breast arising around mammary implant capsule- an (B)(6) report written in aesthetic plastic surgery 2013. Article notes regarding the right side, "a review of previous specimens was performed. Most of the previous tissue samples showed an inflammatory process. However, a very small area of large cell lymphoma was found," additional note of right side "intracapsular round lesion, about 0.4 cm in diameter, was present in the chest wall, close to the parasternal line," and is further specified as a "parasternal nodule."